Event description:
The customer was hospitalized for high bgs. The pump alarmed several times. Troubleshooting was performed. The programming and histories on the pump were accurate. The customer mentioned that the pump did not exit from the priming loop.